Event description:
While servicing the device, review of the device diagnostic history noted an occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided. There was no patient harm reported. The manufacturers field service engineer reported the unit would power up during evaluation. The ventilator had been previously operating on the internal battery. There was no reoccurrence of the finding reported during service. Performance verification testing was completed and passed to operating specifications.